Event description:
During a follow-up call with a peritoneal dialysis (pd) patient, the patient stated they had been hospitalized due to peritonitis. However, there was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s). Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient was hospitalized on (B)(6) 2023 following abdominal pain, fever, nausea, and vomiting with cloudy peritoneal effluent fluid. An effluent fluid gram stain obtained in the hospital on (B)(6) 2023 presented with gram-positive cocci in chains. The outpatient clinic was awaiting results from effluent fluid cultures and white blood cell counts as these laboratory results remained unknown at the time of follow-up. The patient was diagnosed with peritonitis due to unknown etiology. There was no report from the patient to the outpatient clinic of any specific malfunction or deficiency of their cycler or any other fresenius products in relation to the peritonitis infection. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for two weeks. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the patient was scheduled for infection follow-up in the outpatient clinic as the patient¿s infection was potentially due to operator error; however, this could not be confirmed at the time of follow-up. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, fever, nausea and vomiting. It is well established that pd patients are at high risk for infections of the peritoneum. In the absence of a reported source of this event, the root cause of this patient¿s peritonitis cannot be determined; however, it was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though effluent fluid cultures results were not reported, the patient¿s associated symptoms that are alleviated by antibiotic therapy and/or other medical interventions provide evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded from the root cause of this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
During a follow-up call with a peritoneal dialysis (pd) patient, the patient stated they had been hospitalized due to peritonitis. However, there was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s). Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported the patient was hospitalized on 30/jul/2023 following abdominal pain, fever, nausea, and vomiting with cloudy peritoneal effluent fluid. An effluent fluid gram stain obtained in the hospital on (B)(6) 2023 presented with gram-positive cocci in chains. The outpatient clinic was awaiting results from effluent fluid cultures and white blood cell counts as these laboratory results remained unknown at the time of follow-up. The patient was diagnosed with peritonitis due to unknown etiology. There was no report from the patient to the outpatient clinic of any specific malfunction or deficiency of their cycler or any other fresenius products in relation to the peritonitis infection. The patient was prescribed intraperitoneal ceftazidime at 2000 mg daily for two weeks. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, the patient was scheduled for infection follow-up in the outpatient clinic as the patient¿s infection was potentially due to operator error; however, this could not be confirmed at the time of follow-up. The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.